Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that, the customer had low blood glucose. At 1:13 pm changed out infusion set and customer had 1 low reading. This morning, got up around 7 am with a blood glucose of 139 mg/dl. Used bolus wizard needing of 4 units and took the usual for breakfast. Blood glucose went down to 33 mg/dl. At 8:30 am blood glucose was 81 mg/dl. Checked blood glucose again and was 52 mg/dl. Customer ate candy and carbs and turned basal rate down to 50% at 11 am still at 51 mg/dl. Ate 2 glucose tabs, turned basal down to 30% and blood glucose at 12:30 pm was 53 mg/dl. Ate lunch and didn't take anything for lunch. 1p suspended pump. At 2 pm blood glucose was 247 mg/dl, at 2:30pm blood glucose was 279 mg/dl. After getting home blood glucose was 366 mg/dl and when she got home she used a new and enhanced infusion set and current blood glucose at 3:45 pm was 337 mg/dl. Took active insulin of 2.8 units. The drive support cap appears normal (slightly indented). Customer declined troubleshooting for high blood glucose and just wanting the issue to be documented. Customer advised to disconnect from the pump. The insulin pump will not be returned for analysis.